Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. The investigation results appear to match the high gpi and decreased performance mentioned in the patient report. Other mechanical damages found during investigation are attributable to the removal surgery. This is a combined initial/final report.

Event description:
The recipient was hearing normally until (B)(6) 2023 and suddenly stopped responding to sounds on (B)(6) 2023. Reportedly, the recipient has a 4th grade adenoid, middle ear effusion and she was under treatment for the same with pressure bandage around the head. The recipient has been re-implanted.